Event description:
It was reported that there was a coupling problem. The patient had issues with coupling since implant. An antenna locate was done and the patient was able to get ¿72-56-72¿ range. The patient saw 4 coupling bars when charge initiated. The implantable neurostimulator (ins) felt flat, but then reported that while charging the ins was at an angle. There was poor coupling with the recharger. They were able to see 4 bars at one point. The patient could not use the recharger belt because of their arm. It seemed like the patient was not keeping the antenna in position and was losing coupling. The patient was very confused about the charging process in general. The patient did not drive. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).